Manufacturer narrative:
The biomed evaluated the device and was unable to duplicate the reported issue. Following the evaluation of the device, biomed determined there was no fault found. The device remains at the customer site.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding patient involvement with no response from the reporter and therefore cannot be determined. However, no patient harm, injury or delay has been reported. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
Date of report: 21jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device was unable to change the setting. The device was not in use at the time of the event. There was no patient or user harm reported.